Event description:
New information received indicates that fractures and impedance changes were also noted on the right atrial (ra) lead and right ventricular (rv) lead. Diagnostic imaging confirmed fractures on both leads. The physician elected to explant both leads and implant an aveir system. The patient's condition remained stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) and right ventricular (rv) leads exhibited reproducible noise over-sensing which resulted in inappropriate mode switching and pacing inhibition. No interventions or changes were performed, as the team was still awaiting assessment by the electrophysiologist (ep). No patient consequences were reported.